Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw coming out of reamer handle. Unable to check in handle for reaming. Had to swap out reamer handle to complete case. Replacement mako offset reamer handle needed asap in order to avoid putting cases at risk. Case type / application: tha 4.1 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: the product was not evaluated as the product was unavailable for inspection. If additional information is received, then the complaint will be reopened. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screw coming out of reamer handle. Unable to check in handle for reaming. Had to swap out reamer handle to complete case. Replacement mako offset reamer handle needed asap in order to avoid putting cases at risk. Case type / application: tha 4.1 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.